Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding product performance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance anomaly. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced due to exhibiting gradually increasing pace impedance measurements above 2000 ohms and an increase in capture thresholds to 3.0 v. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance anomaly. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced due to exhibiting gradually increasing pace impedance measurements above 2000 ohms and an increase in capture thresholds to 3.0 v. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. A good faith effort was made to retrieve additional information regarding product performance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding product performance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown product performance anomaly. Other than the surgical procedure, no additional adverse patient effects were reported.